Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced soreness at the ipg site upon walking, which appeared to improve the longer he walked. The physician did not notice any swelling or redness at the ipg site. The patient wore a back brace around the ipg site which temporarily resolved the issue as the pain reportedly recurred when the patient lost weight. Surgical intervention was undertaken on (B)(6) 2016 to relocate the ipg pocket. The patient is reportedly doing well post-operatively.